Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a power on reset (por) message was identified at a routine check up appointment. The rep ran an impedance test which showed that electrodes 11 and 12 were registered at 10,000. It was unknown what factors may have led to the issues. The rep cleared the por, reset the date, and explained to the patient that they may need to charge more often. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.